Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.

Manufacturer narrative:
(B)(4). As the lot number was unknown, a batch review was not performed. No product defects were reported as potential causes for the peritonitis and no samples were available for evaluation. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required.

Event description:
This is a spontaneous report of peritonitis in a male patient from (B)(6). On an unreported date, the patient began dianeal unknown therapy. On (B)(6) 2010, the patient called baxter (B)(4) technical service center and reported that he was in the hospital due to the peritonitis recently. Per the patient, a physician told that the peritonitis was caused by not keeping the patient's clean flash (uv assist device) clean. When the patient called the baxter (B)(4) technical service center, he stated he had been cleaning his clean flash. No additional information available.